Manufacturer narrative:
The investigation is not yet complete, a follow up report will be submitted on completion of the investigation. The additional device referenced in b5 is captured under a separate report.

Event description:
According to the available information, the balloon deflated on the last two catheters. The nurses threw the catheters away.